Event description:
Acct called regarding complaint. Spoke with customer in purchasing dept at acct. They reported possible problem with nim ii unit, pt developed "facial nerve paralysis after surgery, dr wants unit checked", pt's surgery in 2001. Spoke with attending surgeon the next month, and rec'd information regarding pt's alleged injury relating to subject device.